Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising impedances. The rv lead also exhibited noise, resulting in an inappropriate shock. The rv lead was programmed off. No further patient complications have been reported as a result of this event.